Event description:
A-70 freezer purchased in 2000 broke and was unable to be repaired in 2003. The compressor broke the first time in 2002 at a repair cost of $1,925.00. The other stage of the compressor broke in 2003 and was unable to be repaired because the leak was behind a cabinet in an unaccessible area.